Event description:
The distributor noted: ¿the implants chipped off around the hole¿. Surgery time was extended by 30 mins due to the alleged incident. Add¿l info was rec¿d on (B)(6) 2012: ¿the surgeon was trying to insert the cage into the interbody space by hammering on the inserter. Nothing fell into the surgical wound. The wound was carefully washed to grant no ¿hypothetical¿ small particle remains in it there was no injury to the pt¿.

Manufacturer narrative:
The hollywood implant device's product ID 34-5013 (11 mm x 27 mm x 13 mm lordotic) included the lot number: aa52601d. To date the device involved in the reported incident has not been rec¿d for eval. An investigation has been initiated based on the reported info.